Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned device exhibited signs of repeated use and a fracture. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Unique identifier (UDI) #: n/a. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 03804, 0001822565 - 2019 - 03805.

Event description:
It was reported that the distributor warehouse found the instrument was fractured. No patient involvement or consequence. Attempts have been made and no further information has been provided.